Event description:
Customer reportedly obtained a result of 57mg/dl on the aviva meter; however, the result stored as 125mg/dl in the device memory. Customer reportedly treated based on original result producted by the device. No adverse event reported. Requested return of suspect device and replacement was sent.